Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be the best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d1, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified 3d max mesh on (B)(6) 2012. Attorney alleges that the patient had subsequent surgical intervention due to the implanted 3d max mesh. As reported, the patient is making a claim for an adverse patient outcome against the 3d max mesh. Attorney alleges that the patient experienced emotional distress and personal injury. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with right recurrent inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per op notes, ¿the direct and indirect sac was noted. A 3dmax mesh was placed to cover the indirect and direct defect using sutures.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic repair with the implant of synthetic mesh. Per op notes, ¿adhesions noted in the right lower quadrant was lysed. Chronically necrosed fat was noted. A direct recurrent right inguinal hernia was reduced. The old mesh appeared to be pulled away from lateral wall. A synthetic mesh was placed overlapping the old mesh sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified 3d max mesh on (B)(6) 2012. Attorney alleges that the patient had subsequent surgical intervention due to the implanted 3d max mesh. As reported, the patient is making a claim for an adverse patient outcome against the 3d max mesh. Attorney alleges that the patient experienced emotional distress and personal injury.